Manufacturer narrative:
Investigation summary bd received one photo for investigation. Additionally, 30 retained samples underwent functional tests to assess the functionality of the device. All samples passed the tests with no evidence of defects or device leakage during use. Furthermore, these 30 retained samples were tested for proper activation, and all samples passed with no defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set that two (2) devices leaked blood from the base of the hub. There was no health impact or consequence reported.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set that two (2) devices leaked blood from the base of the hub. There was no health impact or consequence reported.